Manufacturer narrative:
As the lead will not be returned, clinical observations cannot be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific crm received information that during the device change out procedure, the physician experienced difficulty removing this chronic right atrial (ra) lead from the header of the old device. Excessive force was required to remove the lead. The pin broke off of the ra lead and remained in the header. The ra lead was then capped and a new ra lead was successfully implanted. No adverse patient effects have been reported.